Manufacturer narrative:
Manufacturing review: the device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. The filter was deployed in an infrarenal location slightly tipped with tip of the filter positioned to the right of midline. Approximately ten months post filter deployment, computed tomography revealed slightly more clot to the right lower lobe than on the prior computed tomography with full resolution of the clot that was in the left lower lobe pulmonary artery and showed a positive pulmonary emboli. Therefore, the investigation is confirmed for positioning issue. Additionally, it can be confirmed that the patient experienced pulmonary embolism post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient with failed anticoagulation therapy. At the time of filter deployment, it was alleged that the filter has positioning issue and the patient experienced pulmonary embolism post implant. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.